Event description:
Patient reported they stopped wearing the aligners for months now, byte cannot fix the kind of open bite that they have. This is a contraindicated patient.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.